Event description:
It was reported that the sterility cap of an infusor had broken during filling. A piece of the cap had fallen into the device. The device was being with fluorouracil and sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The reported problem was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of the sample showed no evidence of damage or defect on the sterility cap; however, a broken syringe tip was found stuck inside the device's fill port. The cause could not be identified, as no evidence of product malfunction was observed. No other observations were noted on the unit. If additional relevant information becomes available, a follow up report will be submitted.